Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device discarded by hospital.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod6. During the procedure, upon deploying the pod6 coil in the aneurysm, the pod6 did not coil in the proper manner and was removed from the patient. The procedure successfully continued using a pod8 coil. There was no report of an adverse effect on the patient.